Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 193 mg/dl and their sensor glucose read 93 mg/dl. It was also found the customer's blood glucose was 44 mg/dl at the time of the call. Customer has treated their blood glucose with food. The customer also reported observing bent cannulas on their previous sensors. Customer also had several change sensor and calibration error alerts. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.